Event description:
It was reported that during a procedure of the heavily calcified, 99% stenosed right carotid artery, predilatation was completed with a non-abbott balloon catheter and the rx trek balloon catheter, however, neither the rx acculink stent delivery system nor the xact stent delivery system could cross the lesion. Each device was removed and a non-abbott device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested no additional information was provided. Return device analysis revealed that the was separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xact is being filed under a separate MFR number. Evaluation summary: evaluation of the returned acculink self expanding stent system (sess) was returned with blood in the guide wire lumen and on the handle, consistent with being advanced over a guide wire. There was no saline visible. The stent implant was stationary on the shaft between the markers. There was no damage noted to the stent implant. The hypotube and jacket were separated 10.4 cm proximal to the guide wire exit notch. The hypotube fracture face was oval shaped, suggesting that the hypotube had kinked prior to separating. The jacket material was stretched at the separation, suggesting an overload of the material. There was a bend in the shaft 7.5 cm proximal to the separation. There was no other damage noted to the sess. The handle slider was in the distal position and the lock was in the locked position. The outer diameters of the distal sheath over the stent were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. In this case, the difficulty appears to be related to interaction with the lesion site which was described as heavily calcified. It was also reported that another rx acculink and a xact stent system also failed to cross, further indicating that the challenging anatomy contributed to the difficulty. The separated shaft 10.4 cm proximal to the guide wire exit notch and the bend 7.5 cm proximal to the separation were likely due to pushing against resistance while attempting to cross. Historical data for hypotube separations has shown that the separation typically initiates with a kink in the hypotube. If the sess is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could ultimately separate. A review of the device lot history record did not reveal any nonconforming material records for this lot that would have contributed to this complaint. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents for failure to advance, bends or detachment from source reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Overall, the reported failure to cross and subsequent damage appears to be the result of the heavy calcification in the lesion and pushing against resistance, there is no indication to suggest a product quality deficiency. During manufacture, visual inspection is performed on all rx acculink devices. In addition, a sampling of units is visually, dimensionally and functionally inspected.